Event description:
During an esophageal dilation procedure, the physician selected a cook endoscopy hercules 3 stage esophageal balloon. The dilation balloon was passed through the esophageal stricture without difficulty. The stricture was dilated to 18mm and the endoscope and the balloon were removed from the patient. The patient then developed subcutaneous emphysema. A perforation of the esophagus was confirmed to have occurred. A foreign object did not have to be retrieved from the patient. Another esophagogastroduodenoscopy (egd) was required for placement of an esophageal stent to cover the perforation. The patient remained in the hospital for six weeks for recovery. Additional adverse effects were not reported.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was not conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because of the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Perforation is listed in the instructions for use as a potential complication that can occur during upper gastrointestinal endoscopy. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. Corrective action: no corrective action warranted at this time because this report could not be verified. This reported occurrence involves a known potential complication with upper gastrointestinal endoscopy. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends